Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-28157 - device 1 of 3. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events with three infusion sets where infusion set tubing got detached from connector. The infusion set was in use for less than 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.